Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate.

Event description:
It was reported that during the placing of the graft to the patient with the biorci screw 7x25 in the femoral tunnel, a click was heard when the screw was in contact with the bone, when trying to remove the screw, there was evidence that it was fractured, leaving into the patient some fragments difficult to remove. The screw and the fragments were removed and it was replaced by another biorci device with no significant surgical delay or patient injuries.